Event description:
The customer called in stating that his blood glucose readings had been higher than usual. While troubleshooting the meter, it was discovered that segments on the meter were either missing or showing very lightly. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.